Event description:
Customer alleges he rolled over a low spot in the sidewalk and the chair tipped. Customer fell to ground because he stated that he was too large for the chair and the positioning strap wouldn't fit around him.

Event description:
Customer alleges he rolled over a low spot in the sidewalk and the chair tipped. Customer fell to ground because he stated that he was too large for the chair and the positioning strap wouldn't fit around him.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.

Manufacturer narrative:
Initial report received by pride stated that the consumer sought medical attention. However, follow-up reporting notates no medical attention was alleged at time of incident. The device is a loaner chair. Several other consumers have used this device since without issues. The technician believes the consumer was impatient for his chair to be repaired and claimed he was too large for the loaner chair. The technician states the unit is working properly. Device working properly.